Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): the device was returned and analyzed and analysis revealed normal depletion that meets 80% of expected longevity. The device actually met 91% of the expected longevity. Performance data from the device was analyzed and revealed that there was an alert for low battery voltage. (B)(4).

Event description:
It was reported that implantable cardioverter defibrillator (ICD) had unexpected longevity. All the parameters were stable and the physician was expecting a longer longevity with the parameters programmed. The device was explanted and replaced. No patient complications have been reported as a result of this event.